Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker recorded atrial tachy response episodes where the ventricular events were showing on the atrial channel and being over sensed. The device had previously been programmed for cross chamber blanking. It was discussed that oversensing had likely been happening since implant or near time of implant. More reprogramming options were recommended for this pacemaker that remains in service. No adverse patient effects were reported.